Event description:
It was reported that the patient received inappropriate therapies due to right ventricular (rv) lead noise oversensing, high thresholds, high impedance and a possible fracture. The rv lead reprogrammed and then eventually capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284drg ICD, implanted: (B)(6) 2012. (B)(4).